Manufacturer narrative:
Continuation of d10: product ID: tm90q0, serial#: (B)(6), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that caller on speaker with pt at MRI center and stated the communicator isn't working. Pt stated they plugged the communicator in all night last night, but it won't turn on. Caller attempted several times to press the power button with communicator unplugged from the wall, but it would not turn on. Pt and caller did not see any lights on the communicator, either. Agent offered further troubleshooting, but pt declined. Pt stated they were last able to connect to their device a week ago. Registration updated on pt's new address. Agent sent request to repair for replacement device. Pt requested to have a ps agent call them back. Agent made request to ps agent for call back. 2023-11-29 email sent to repair to request overnight delivery since we already had serial number and pt address confirmed. Confirmed with repair that we cannot commit to a delivery time, requested overnight delivery by end of day tomorrow. 2023-12-05 case re-opened/re-assigned to send email to rep. Patient called back repeating information previously reported in this case that their "transmitter" (communicator) was not working and troubleshooting did not work so pt had to reschedule their MRI scan. Patient stated when they called mdt with MRI tech they were told they could not fix it so they were going to overnight pt a replacement communicator but pt stated they have not received replacement communicator. Pt stated they are scheduled to have MRI scan tomorrow and reported they can't even access their device. Agent tracked package and per fedex tracking, package does not appear to have shipped. Agent consulted repair customer service and escalated to repair supervisor for further assistance. Agent sent email to rep to request assistance with putting pt's device into MRI mode for MRI scan tomorrow. Pt stated they have already had to reschedule MRI scan once and will not be able to have MRI until january if they need to reschedule again. Please note, agent had a difficult time hearing pt throughout call and was unable to hear what pt said at end of the call. Agent sent email to rep to request assistance with putting pt's device into MRI mode. Agent reviewed with pt that agent will call pt back once more information is available from repair to provide pt with an update on product replacement. Reviewed email and per rep, pt saw provider today and pt's provider decided to cancel pt's MRI tomorrow (see rep email for details). Per repair, pt's communicator replacement was shipped to pt today for expedited shipping (expected delivery tomorrow). The patient saw hcp, (B)(6) 2023 decided to cancel this patient's MRI due to the fact that the patient's stimulator is standing vertically and not laying flat and communication cannot be established using clinician programmer and communicator, to put the patient's device into MRI safe mode. The physician tried using the clinician programmer and communicator for over an hour and communication could not be established using the equipment. The plan moving forward is to have x-rays taken ap and lateral of the patient's sacrum and the patient stimulator and then potentially schedule a pocket revision. 2023-12-06 rep spoke with the patient this morning, they were able to charge up the original communicator, they just needed to leave it plugged in and charged up for a few hours, the charge light on the original communicator eventually turned green.